Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer stated that when she woke up this morning her blood glucose was 380 mg/dl. Customer took a manual shot and ate and now her blood glucose was 500 mg/dl. The blood glucose at time of incident was 293 mg/dl and current blood glucose was 508 mg/dl. Customer treated high blood glucose with manual injection with a pen and blousing with the pump. Based on customer report customer does not allege pump was under delivering. The customer also stated that, the insulin pump had insulin flow blocked alarm. Assisted customer in performing a 5.0u fill cannula and the insulin exited. The infusion set had bent cannula. The device is not expected to be returned for analysis.